Event description:
The customer stated that his meter was reading higher than usual. Paramedics were called for another reason. When they arrived, they tested the customer's blood glucose and received a reading of 149 mg/dl on the customer's meter and 68 mg/dl on their meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not require medical treatment. The test strips and meter are to be returned for evaluation, and replacement products will be sent.